Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the radial approach, the procedure treated the 90% stenosed, de novo and concentric target lesion located in the moderately calcified circumflex artery. There was no vessel tortuousity. Pre-dilation was not performed. A 2.25x32mm taxus liberte stent was advanced to treat the lesion, but could not cross the lesion. At the moment the stent was going to be removed the stent "became opened" at the distal end. There were no problems removing the partially deployed stent. The procedure was completed with different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
The stent was returned without the stent delivery system. A visual and microscopic examination of the stent identified that struts on one half of the stent were bunched. Small portions of tissues were attached to the stent. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the radial approach, the procedure treated the 90% stenosed, de novo and concentric target lesion located in the moderately calcified circumflex artery. There was no vessel tortuousity. Pre-dilation was not performed. A 2.25x32mm taxus liberte stent was advanced to treat the lesion, but could not cross the lesion. At the moment the stent was going to be removed the stent "became opened" at the distal end. There were no problems removing the partially deployed stent. The procedure was completed with different device. No patient complications were reported and the patient status is stable.